Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 58 percent to one percent remaining in seven months time. A request of engineering to review the data stored in the device due to suspected premature battery depletion was made by the clinic. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 58 percent to one percent remaining in seven months time. A request of engineering to review the data stored in the device due to suspected premature battery depletion was made by the clinic. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. During testing visual inspection noted a dent on the edge of the case and a crack in the header. The device had no telemetry , but did elicit tones with magnet application. A magnet reset was performed, but the s-ICD still did not have telemetry. Water was observed in the case and the case was noted to be non-hermetic. Excess water in the case can affect device functionality including telemetry. Analysis determined that based on the dent in the case and the crack in the header, the device was dropped prior to decontamination and the water entered the case during decontamination.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity decreased from 58 percent to one percent remaining in seven months time. A request of engineering to review the data stored in the device due to suspected premature battery depletion was made by the clinic. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population